Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that nexiva diffusics 22g x 1.00 in was pierced by the needle. The following information was provided by the initial reporter: it was reported by the health professional that the catheter is difficult to advance in the vein and the needle will shear through the catheter. Per email: this is from a practice of pulling the needle back, then readvancing the needle into a catheter at any angle. You cannot see the path or angle a vein is taking and can cause the needle to go through the catheter. It is sharp enough to pierce through the skin and vein wall, and will sheer easily through a body softening catheter. Nurses try to get access, even on difficult IV access patients where they cannot see the vein or vein path. Also, sometimes they will get a blood return, lower the angle, but forget to advance the tip of the catheter through the vein wall before they thread the catheter off the end of the needle. The catheter will not go through the vein wall without the stability of the needle to get it there. Then they try to readvance the needle back into the catheter and can shear it.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the one photo submitted for evaluation. The reported issue was confirmed upon inspection of the photo. Bd was not able to confirm that the root cause of the failure was a result of our manufacturing process. It is likely that the cause of the failure was a result of improper handling during use, per customer statement "¿it did not come out of the package like that initially. The hub is still intact¿". Bd could not conduct a device history review or a complaint history review since the lot number was not provided. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. There are currently controls in place during our manufacturing process to help prevent this failure.

Event description:
It was reported that nexiva diffusics 22g x 1.00 in was pierced by the needle. The following information was provided by the initial reporter: it was reported by the health professional that the catheter is difficult to advance in the vein and the needle will shear through the catheter. Per email: this is from a practice of pulling the needle back, then readvancing the needle into a catheter at any angle. You cannot see the path or angle a vein is taking and can cause the needle to go through the catheter. It is sharp enough to pierce through the skin and vein wall, and will sheer easily through a body softening catheter. Nurses try to get access, even on difficult IV access patients where they cannot see the vein or vein path. Also, sometimes they will get a blood return, lower the angle, but forget to advance the tip of the catheter through the vein wall before they thread the catheter off the end of the needle. The catheter will not go through the vein wall without the stability of the needle to get it there. Then they try to readvance the needle back into the catheter and can shear it.